Event description:
Interrogation failure of the subject device was reported after the application an external defibrillation shock (50j) to terminate atrial fibrillation. It was indicated that the defibrillation patch was placed between 1 and 2cm form the pacemaker. Another pacemaker was implanted 2 hours later.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.